Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 83 mg/dl. The customer reported that they were able to clear and rewind the insulin pump. The customer also reported that they performed displacement test and it did not pass but detected an insulin pump error. Troubleshooting was assisted. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No hardware low-level failures was noted during testing; however, hardware low-level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.